Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: patient presented with pre-operative diagnosis of l3-4 degenerative disk disease herniated disk, l2-l4 spinal stenosis and retained hardware l4-5 and underwent l3-4 transforaminal lumbar interbody fusion, l2 to l4 laminectomy decompression, l3 to l4 posterolateral fusion with instrumentation and bmp, hardware removal ,l4-5 and exploration fusion mass,l4-5. Indications for procedure: patient has increased level of low back pain with left lower extremity radicular pain, paresthesia and weakness following repair of l4-5 lumbar pseudarthrosis approx. 2 years ago. Procedure description: the l3-4 interbody space was prepared with interbody shavers and disc material was removed. Endplates were prepared and l3-4 interbody space was densely packed with prepared local auto graft bone. The interbody fusion cage was impacted into the appropriate position within the l3-4 interbody space. A left hemilaminectomy was performed with a leksell rongeur for stenosis. The posterolateral gutters were densely packed with prepared local autograft bone and bmp impregnated carrier sponges bilaterally. Patient tolerated the procedure well and there were no complications. This is technically demanding surgery due to previous instrumented lumbar spine surgery with extensive tissue scar formation and obliteration of normal anatomic planes. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.